Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd his scs sys, including an ipg, on (B)(6) 2006. It was reported that the pt lost stimulation, and the charger was unable to locate the ipg. It was also reported that the recharge frequency of the pt's ipg has increased. The pt allegedly tends to let his ipg run to "stim off" and then will fully recharge the ipg. A new charger was sent to the pt. F/u on the pt found that he could only charge the ipg about 1/4 of the way after an extensive amount of time recharging using the new charger. The pt stated that the charge only lasted a few days before the ipg needed recharging. The physician plans to explant and replace the ipg. No further info is available at this time.